Event description:
Boston scientific received information that the longevity of this implantable cardioverter defibrillator (ICD) is depleting faster than expected. A copy of the device's memory was preserved and submitted for analysis which confirmed that the device is experiencing a high current drain due to an unknown reason. It was recommended that this device be explanted and returned for analysis however as of today all available information indicates that this device remains in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in device premature battery depletion and fault code 1003 for low battery voltage.

Event description:
This device was explanted and is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.